Event description:
It was reported that during implant, the lead dislodged after the removal of the lead catheter. The lead was remove and a new lead was placed to complete the procedure. No adverse effects were noted.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with the helix found extended and clogged with blood/tissue. The full helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and xray examination did not find any anomalies except for procedural damage.